Event description:
The customer stated, that her blood glucose was tested at the doctor's office using a one touch meter and the reading was 298 mg/dl. Her glucose was also tested using her breeze meter and the readings was 115 mg/dl. The difference between readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The test strips and meter are to be returned for evaluation, and replacement products will be sent.